Event description:
Review of the article, recurrent mitral regurgitation due to ruptured artificial chordae: case report and review of the literature. J. Heart valve dis. July 2012; vol. 21, no.4: 440-443 revealed that a pt underwent a procedure for the repair of mitral valve regurgitation. Three pairs of gore-tex sutures were used to repair elongated chordae tendinae. Eleven years post operative, the pt presented with mitral incompetence due to ruptured chordae and prolapse of the anterior leaflet, and moderate aortic regurgitation. During a second procedure to repair the mitral valve, it was observed that two pairs of suture chordae had ruptured while the third pair remained intact. Both the mitral and aortic valves were considered unsuitable for repair and were replaced with prosthetics. The pt had an uneventful recovery and was discharged from the hospital on post operative day 6.

Manufacturer narrative:
The author responded that the lot number of the suture was unk. Consequently, a direct product analysis and review of the manufacturing records could not be performed. Based on the available information, a root cause for the event cannot be determined. All information has been made available for tracking, trending and follow up. This report is being submitted for suture #1. MFR. Report # 2017233-2013-00225 has been submitted for suture #2.